Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. Testing peformed confirmed that the device was functioning. However, the reported problem was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.